Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed no delivery during manual prime. Customer's blood glucose was 416 mg/dl. Customer's mother was changing infusion set when alarm occurred. Customer's mother was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer's mother was advised to manually push insulin through tubing, insulin did exit. Customer's mother was advised to rewind the device, reinsert reservoir and run manual prime, the device did not alarm. No further information reported.